Event description:
New information received noted that the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. A complete lead was returned in three piece. Electrical testing did not find any indication of conductor fracture except shorting consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing and high pacing impedance. The venogram was performed prior to the replacement procedure and the procedure was cancelled due to occluded left subclavian. The patient was stable throughout.